Event description:
A (B)(6) old male pt called zoll customer support to report that his response buttons were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response button not working) was confirmed. Upon investigation the front response button tactile switch was intermittent. The root cause for the intermittent switch could not be positively identified. No adverse event resulted from the defective response button. The pt received a replacement monitor.